Event description:
The patient was implanted with an obtape transobturator sling. Subsequently, reported by her attorney, the patient experienced extensive pain and suffering, emotional distress and mental anguish. No other information is available.